Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was attempted to be implanted within the esophagus on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was palliative treatment of esophageal cancer. The patient's anatomy was not tortuous, and it had not been dilated prior to the stent placement. During the procedure, as the proximal flare of the stent was deployed, the physician met resistance and the deployment suture broke. As a result of this, the stent could no longer be deployed. The partially deployed stent was removed from the patient. No additional stents were available for use; therefore, the procedure will be rescheduled for a later date. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). Issue of stent partially deployed. (B)(4). Issue of deployment suture broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was attempted to be implanted within the esophagus on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was palliative treatment of esophageal cancer. The patient's anatomy was not tortuous, and it had not been dilated prior to the stent placement. During the procedure, as the proximal flare of the stent was deployed, the physician met resistance and the deployment suture broke. As a result of this, the stent could no longer be deployed. The partially deployed stent was removed from the patient. No additional stents were available for use; therefore, the procedure will be rescheduled for a later date. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Device evaluation: a visual examination of the returned device found that the proximal end of the stent was partially deployed by 23 mm. The deployment suture thread had broken at approximately 800 mm from its point of release. Microscopic examination of the thread noted that it appeared frayed at the point of break. It was noted that the proximal section of thread and the pullring were not returned. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No issues were noted with the deployed stent or the shaft of the device. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.